Manufacturer narrative:
A service representative performed evaluation of the customer¿s device and observed bent locator pin on the battery-terminal side. The investigation was unable to determine how or when the damage to the locator pin occurred. The customer will be provided with replacement device. The customer device will be scrapped.

Event description:
The customer contacted heartsine to report a non-critical issue with their device. During evaluation it was observed bent locator pin on the battery-terminal side. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.